Manufacturer narrative:
The customer confirmed that there was no harm to the patient due to the reported possible failure to alarm. The clinical consultant spoke with the customer biomed who stated that he was able to pull logs and take a closer look. The biomed could see that the central station did alarm several times and behaved as expected. The biomed stated that he no longer required a philips field support on-site and canceled the request. Based on the information provided by the customer biomed, the pic ix behaved as expected and the philips field support on-site was canceled. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the staff was unsure if the central station alarmed for spo2 desaturation (desat). The device was in use on a patient at the time of the event. There was no adverse event reported.